Event description:
A pt reported experiencing inaccurate erratic results with surestep enhanced meter. The pt's blood glucose results were 16mg/dl, 205mg/dl. Tests were done within <10 mins with a difference of 49%. If the meter was still set in mmol/l the results would be 16 would equal 288mmol/l, 205mmol/l. Tests were done within <10 mins apart with a difference of 30%. Pt did not experience any adverse events. No further info has been reported.